Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (check therapy electrode messages, adjust belt messages) was confirmed. Upon investigation the monitor was unable to detect electrode belt therapy electrodes. The cause for the failure was isolated ot the monitor's electrode belt receptacle. The belt receptacle pulse wire was partially dislodged from the j4 connector on the defibrillator pca. The root cause for the partially dislodged pulse wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving frequent check therapy electrode messages and adjust belt messages.